Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator(ins) for degenerative disc disease. It was reported that the patient ins was moving around out of place and kept turning off and on. The movement eventually got worse was the device was moving in the hip area in the wrong direction. The patient reported that they got the battery replaced for normal battery depletion. No patient symptoms were reported. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental to update codes, code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the cause of the device moving in the pocket was not determined.